Manufacturer narrative:
The device was received with the cannula fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the unsure properly inserted cannula. The cause of the reported unsure inserted cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. No struggle to deliver insulin was observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 27.5 mmol/l (495 mg/dl). The pod was worn between 4 and 24 hours. It was noted that the patient was unsure if the cannula inserted into the infusion site and was bent. Hyperglycemia treated with a new pod.